Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pain when an infusor stopped flowing. The infusor was being used to deliver an unspecified analgesic medication for 24 hours at two milliliters per hour. The indication for the analgesic medication was not reported. It was not reported how long the patient had been infusing before experiencing the issue; however the patient was still connected for approximately two to three hours longer. As a result, the patient experienced unspecified pain. No further detail was provided regarding the outcome of the event. No additional information is available.